Event description:
It was reported that the pt underwent a two level cervical procedure using anterior plate fixation. Approximately two years post op, it was found that the fixed rescue screw on the bottom of the construct backed out. The revision surgery was performed to remove the construct.

Manufacturer narrative:
Device was returned to the manufacturer for eval. Visible wear noticeable on posterior side of the plate screw locks. All 3 locking mechanisms are intact and functional. Both plate and screw appear to be in specification with no material defects. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.